Event description:
It was reported that during device change out for normal eri, externalized conductors were observed via diagnostic imaging. No electrical anomalies were detected. Patient was asymptomatic. The lead was capped.

Manufacturer narrative:
No medwatch form was received.